Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The products were implanted and discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00590.

Event description:
It is reported that a sternalock blu operation was successfully completed on (B)(6) 2016. However, after a month later on (B)(6) 2016, seven screws were found to have backed out in the patient's body. It is reported that the cause is presumed to be the lack of tightening. It is reported that on (B)(6) 2016, a re-operation was completed using four of the seven backed out screws and three new screws.